Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage keypad traces. There was no scrolling numbers display anomaly. The displacement, basic occlusion, occlusion, priming and no delivery tests were all unable to be performed due to keypad anomaly. The insulin pump had scratches on the display window, cracked display window corner and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's daughter reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 536 mg/dl. Customer treated their high blood glucose with an injection. Troubleshooting for keypad anomaly was performed. Customer advised during a bolus attempt the numbers continued to ramp up on their own. Customer stated that the buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.